Event description:
Pt was referred to the cardiac electrophysiology laboratory for ICD system revision because the currently implanted travenous system is exhibiting end-of-life battery characteristics. The two leads were removed. Concerns about lead integrity because of intermittent noise recordings. Lead model 497-106. Tip was left in place because of dieintegration of the lead.